Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device has not been working for quite some time. When asked for details, caller mentioned the patient reported playing football with grandkids in the past and went down. It was uncertain to caller if that was the cause, or if it was natural battery depletion (implanted in 2006). Caller also inquired about patient getting a CT scan instead of MRI. Agent reviewed MRI and CT scanning guidelines, and suggested patient see follow-up provider to have device evaluated for potential damage prior to having any scans. Agent reviewed the ins is likely depleted (eos) and patient should follow up with managing doc. Agent reviewed patient only eligible for head scans at best.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a device revision in 2009. Caller was unsure if truly there was a revision vs replacement for natural battery depletion. Caller also unsure of reason for revision or who the doctor was. Caller provided device serial number, which matched the current serial number listed for 2006 battery. Caller not currently with patient. Caller stated they would reach out to patient for more details. The device in their right buttock hasn't been working for years. Patient said they were playing football with their 2 grandsons and they fell and messed up the device. Patient had the device replaced in 2009 and it was a very difficult procedure. Patient said they need a MRI of their head and spine. Reviewed guidelines. Reviewed need for MRI eligibility form. The patient was redirected to their healthcare provider to further address the issue.